Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient was experiencing high impedance on both of their scs leads. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's leads were explanted, replaced, and therapy was restored.